Event description:
The duett sealing device was deployed following a carotid arteriogram (via 5f sheath in the right common femoral artery). The deployment was remarkable in that there was blood return on the first negative aspiration (no blood return noted on second aspiration). Onset of symptoms of arterial occlusion (pain, pulselessness, mottled color) occurred 10 min post deployment. Treatment consisted of a surgical thrombectomy, and the event was resolved. The pt suffered a myocardial infarct (mi) after the surgical thrombectomy, which is believed to be unrelated to the arterial occlusion, since the pt was reported to be having episodes of chest pain prior to the carotid procedure. Pt is still hospitalized, but is doing well.